Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinsons disease. The procedure was performed on (B)(6) 2016. According to the complainant, the pump gave off an intermittent high pressure alarm because the jejunal tube got clogged. In addition, there was resistance noted when flushing the tube. Reportedly, the patient was said to undergo an abdominal x-ray but has not undergone yet. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2016. According to the complainant, the pump gave off an intermittent high pressure alarm because the jejunal tube got clogged. In addition, there was resistance noted when flushing the tube. Reportedly, the patient was said to undergo an abdominal x-ray but has not undergone yet. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: there were no patient complications during the placement procedure for the jejunal tube on (B)(6) 2016. Reportedly on (B)(6) 2016 according to the patient's daughter, the patient's jejunal tube has migrated into the stomach. However there are no issues. Based on an x-ray report, the end of the tube might be at the mouth of the stomach. Per the physician the patient is no longer getting high pressure alarm, the tubing is not kinked, and is getting the full benefits of the medication.